Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event after announcing a ¿usual¿ meal on the ilet for a meal that contained fewer carbohydrates than typical, and the user was reminded that meal announcements should reflect carbohydrates only. Symptoms included low blood glucose with a nadir of 39 mg/dl and no loss of consciousness or other acute neurological symptoms reported. Outcomes included approximately 45 minutes of blood glucose below 70 mg/dl, treatment with oral carbohydrate (a peppermint patty), receipt of device low and urgent low alerts, no need for assistance, and no medical intervention or hospitalization. Investigation included complaint intake, user education on carbohydrate-based announcements, and troubleshooting regarding proper meal entry. Investigation of this case revealed user confusion about meal announcement content and no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear for the hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.